Manufacturer narrative:
Pump valve improperly sealing. Cuff performed within specifications. Balloon was functional.

Event description:
Info received on 9/4/97 indicates the aus device was implanted on 5/5/87. A revision surgery was performed on 7/1/87 to trim tubing. The reason for the 7/11/97 surgery was due to atrophy.